Event description:
It was reported that the patient did have a history of granuloma formation in the past with another manufacturer¿s catheters. This was now the patient¿s third catheter and he experienced increased spasticity located along the catheter track. The event being approximately (B)(6) 2014. A bolus infusion of baclofen via the synchromed ii pump achieved no change in symptoms/tone. A bolus direct intra-spinal injection alleviated the increased tone. The consultant indicated it was "not worth attempting" to aspirate via catheter access port and was not responsible for the previous refill procedure so the residual volume of drug was not checked nor a dye study performed. The issue was reported as a catheter issue with inflammatory mass/granuloma and occlusion at the catheter tip. At this time, the issue resolution as well as if the cause of the issue was determined was reported as ¿unknown-n/a." The plan was to refer the patient for a catheter explant and replacement. The date of planned explant was reported as (B)(6)2014. At the time of the event, the patient's status was reported as alive-no injury. This device system delivered compounded baclofen. Further, reportedly this was a catheter that was not in the field action. Additional information noted that the patient¿s catheter will be changed at the end of (B)(6) as the neurosurgeon was on holiday currently.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# unknown, implanted: (B)(6) 2013, product type: catheter. (B)(4).